Event description:
Device history record was not reviewed as this is a known issue for which the pump has normal behaviour. The history log shows that the total dose infused is reduced after an occlusion. "The issue related to the total infused volume on pca pumps is a known and expected behavior caused by occlusions, which are part of the pump's normal operation. When an occlusion occurs, the pump responds appropriately by emitting a red visual alarm. During this process, the syringe pump motor briefly reverses to relieve pressure in the line, resulting in a slight reduction in the total volume infused. This behavior is outlined in the instructions for use (IFU) and is part of the pump's designed functionality when managing an occlusion. In this case, the agilia sp pca pump performed as expected, with no defects identified. A communication will be released shortly to provide more clarity on this topic, and a training session is planned to help prevent similar complaints in the future. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: we have come across two pcas today where the good demands is different to the cumulative dose. On both, the cumulative is 0.9ml lower than the good demands. We are going to bring these two pumps to embe - would you please have a look at them. We are frequently seeing pcas with similar discrepancies. Pumps were removed from the circulation, and I was called to talk to the pain team and see the pumps. They explained that in the first pump ( (B)(6) ) good demands was 55 and cumulative dose was 54.1. Visited the site on the same day (B)(6) 2024 and found the following when looking at the pca treatment log and event log which I have reported to the ebme and our technical team. (B)(6) 2024 @ 16:26 pca commenced with 0.3ml prime from 21:42- 05:23 pt has requested 5 boluses and has received them all @ 6:04 ( (B)(6) 2024 ) first occlusion di 0.8mg, bolus not continued and pump informing that at this point 5.8mls has been infused. 7:50 - 18:02 ( (B)(6) 2024 ) pt has requested and received 8 more boluses @ 19:08 ( (B)(6) 2024 ) second occlusion happens, bolus not continued; pump informing that vi now is 13.8, but in next screen it states di 0.7mg with occlusion. @ 20:56 ( (B)(6) 2024 ) no further bolus demands and pump stopped and vi is 13.1ml (?) @ 21:01 ( (B)(6) 2024 ) infusion restarted and no further issues and 41 further boluses has been requested and received by the patient until 9:16 ( (B)(6) 2024 ). So as you can see, unless I have read the screens incorrectly, with my calculations the patient had requested 56 (not 55), but only should have received 55.5mgs (not 54.1). Also it somehow appears that the 0.7 has been deducted from the 13.8, which has made the 13.1 and that how it has continued. This pump has been sent to ebme, who will download the data and will send it to fk technicians. The other pump with the underdelivering issue was noted to be a user error due to incorrect management of occlusion. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.